Event description:
It was reported that this right atrial lead exhibited farfield oversensing. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.